Event description:
On (B)(6) 2009, pt reported the infusion device says remove the cartridge and she can't get it off of the screen. Educated on how to change the cartridge. Pt stated she changed the cartridge successfully. Pt reported while changing the cartridge, a small drop of insulin was inside the infusion device chamber. She stated she was able to dry out the insulin. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.